Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report 3013450937-2019-00063. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis because its location is unknown. The root cause for the tibial poly spacer being revised may have been due to the patient's joint being loose. The sales representative indicated that the surgeon opted to replace the 8mm tibial poly spacer with a 16mm tibial poly spacer to increase the joint's tension. Based upon the patient's information, device history record, sterilization batch release record, and information provided by the sales representative it was concluded that the complaint was not related to the manufacture of the implants or a nonconformance.

Event description:
Patient x-rays revealed that the tibial hinge component dislocated and required surgical intervention.

Manufacturer narrative:
This report is for one of two devices involved in this event, please refer to report 3013450937-2019-00063. The device history record and sterilization batch release record were reviewed and indicated that the components involved met specification. The component was unable to be obtained for further analysis because its location is unknown. Should additional information be obtained the report will be supplemented.

Event description:
Patient x-rays revealed that the tibial hinge component dislocated and required surgical intervention.